Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter: the user had attached the reload onto the handle, and the surgeon had placed the device into the trocar. When the surgeon torqued the handle down, the reload cracked at the joint where the reload and the adapter meet. Since the reload cracked, it no longer worked. When the surgeon took the device out, the surgeon noted the reload was broken into pieces. The device was never used on the patient. Nothing fell into the patient cavity. No reinforcement material was used. The operating time was no extended by over 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 30 curved tip articulating vas sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that during a lobectomy procedure the instrument did not fire. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.